Manufacturer narrative:
(B)(4). The registered nurse clarified that the peritonitis occurred on (B)(6) 2013. Additional information received about the event. The patient was treated with vancomycin (1g, intraperitoneally, every five days) for two weeks. The patient did not recover from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient had not recovered from the previous occurrence of peritonitis but was rediagnosed 59 days later. The patient was not hospitalized for this occurrence. The patient was treated with vancomycin (1g, every five days, intraperitoneally). The patient recovered from the reoccurrence 27 days after diagnosis. Vancomycin treatment was discontinued after 34 days. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) had a break in aseptic technique, further described as touch contamination where pt did not wear a mask, and was not doing hand washing properly, during peritoneal dialysis (pd) therapy which caused peritonitis. The pt was not hospitalized for the peritonitis but received treatment with an unknown antibiotic further described as one that covers both gram negative and gram positive organisms. At the time of this report, the pt was recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.